Event description:
It was reported that after repositioning the coil several times, the coil was withdrawn into the microcatheter and prematurely detached. The coil and microcatheter were removed together from the patient. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the delivery wire and main coil were kinked/bent. The main coil was protruding from the distal end of the catheter and was detached/separated (physical break at the main coil junction), stretched out and the main coil suture was broken at the etch link. Functional testing could not be performed due to the damaged condition of the returned device. Information available indicated that continuous flush was not maintained during the procedure. It is likely that insufficient flush contributed to the damage noted to the device and to the reported issue. Per the device dfu: "in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between the femoral sheath and guiding catheter, the 2-tip microcatheter and guiding catheters, and the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil." Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
It was reported that after repositioning the coil several times, the coil was withdrawn into the microcatheter and prematurely detached. The coil and microcatheter were removed together from the patient. There were no clinical consequences to the patient.